Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's right ventricular lead, resulting in pacing inhibition. No intervention was performed. No adverse effects were noted.